Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs. This complaint is an ancillary service event. The cause was use error, tidal total ultrafiltration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 01:09:38. During night drain cycle four, the patient's ultrafiltration reading was 1457ml, indicating the home patient (hp) drained 1347ml more than their maximum programmed fill volume of 2200ml. No additional information is available.